Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the left anterior descending (lad) after pre-dilatation the 3.5 x 12 mm xience prime stent delivery system (sds) was advanced and not deployed, however, a distal dissection was noted. The sds was removed without reported event and a longer 3.0 x 28 mm xience prime stent was used as treatment and to cover the lesion and the procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned. The reported patient effects could not be replicated in a testing environment as it was based on operational circumstances, however, there is no indication of a product deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.